Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive was replaced and the software and the calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform a cine run. No patient injury was reported.